Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a 58-year-old, female patient who was receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient's medical history included a complex past surgical history including c5-7 decompression and c5-t1 fusion (B)(6) 2015), stage 1 and 2 t3-ilium decompression and fusion, neuro-monitoring on (B)(6) 2015, vaginal prolapse with suspension and proctectomy, severe burns (2011), rectal prolapse, vesicovaginal fistula with repair on (B)(6) 2015, an indwelling foley catheter, allergy to versed (hallucinations), tobacco use (quit in 2011), alcohol use (minimal) and no illicit drug use. The patient's concomitant medications included keflex, acetaminophen, bisacodyl, diphenhydramine, docusate sodium, hydrocodone, hydromorphone, labetalol, multivitamin, potassium chloride, naloxone, ondansetron, pantoprazole, sennosides, albuterol, baclofen (oral), duloxetine, fentanyl patch, fluoxetine, gabapentin, meloxicam, and polyethylene glycol. On an unknown date, the patient's device started pushing on the skin and ended up pushing through (dehiscence). It popped out of the pocket the doctor made. The patient presented to the emergency department (ed) with increased erythema, swelling and 2 days of drainage from the abdominal incision. The patient had first noted pain, warmth and redness around the pump for 3 weeks. They also experienced right lower extremity erythema of the calf and mild pitting edema and continued to have pain and swelling of her right lower extremity. The patient denied fever, chills, nausea and vomiting. A blood culture was negative, blood lactate was 0.4, a complete blood count (cbc)/white blood cell count (wbc) was normal, a urinalysis (ua)/urine culture was positive, sedimentation rate was 44, crd was normal and a wound culture was negative. A duplex was negative for a deep vein thrombosis (dvt). The patient's device system was removed on (B)(6) 2015 due to symptoms of abdominal wound infection. The patient was then put on long-term antibiotic therapy. If additional information becomes available, a follow-up report will be submitted.